Manufacturer narrative:
Investigation summary: mat: 367841 lot: 1260917 no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes were functionally tested and, the indicated failure mode of underfill was not observed as all tubes were within specification limits. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a low draw. The following information was provided by the initial reporter. The customer stated: ¿during using the tube, it found that the tube had low draw."